Event description:
In 2008, the distributor reported that during surgery on the previous month, an infix strut would not engage into the implant. The surgeon was only able to assemble one side of the implant. The affected strut remained within the introducer that bent as a result of trying to turn the implant. The surgeon explanted the implant and replaced the construct with a medium implant. There was a surgical delay of 45 minutes.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.